Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were having an issue with the implanted neurostimulator battery not holding a charge. Patient stated that they would usually see the charge last about a week, but now the charge would only last about 2 days. Patient service specialist asked, and patient stated they had not made any adjustments to stimulation settings. Patient confirmed that they could charge to 100%, but that sometimes the recharger would not get a strong signal and they'd have to reposition a bit in order to start charging the ins. Agent asked, pt said both issues began about a week ago. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.